Event description:
Baxter reported that the patient adaptor separated from the silicone tubing of the transfer set. The patient reportedly developed a fever and was subsequently hospitalized for peritonitis.

Manufacturer narrative:
Additional information regarding the peritonitis incident has been requested from the international affiliate.